Event description:
It was reported that a user of the ilet experienced unexplained hyperglycemia with a reported high of 323 mg/dl,and contacted support for assistance with an infusion set and cartridge change using a steel 6 mm contact/detach set, after which insulin delivery was resumed and blood glucose returned to range. Symptoms included elevated blood glucose. Outcomes included restoration of glucose to target without hospitalization or medical intervention beyond troubleshooting. Investigation included guided troubleshooting and education covering cartridge replacement, tubing fill, infusion set replacement, and cannula fill, followed by monitoring of blood glucose. Investigation of this case revealed no device malfunction or infusion set defect was identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.